Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 112mg/dl. Nothing further was reported.

Manufacturer narrative:
Insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime, no delivery and motor tests. No motor error alarm noted. Insulin pump was received with button error alarm due to flatten buttons dome switch. Insulin pump had a cracked display window corner, missing display window, cracked battery tube threads and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.